Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported that a dissection occurred after the 3.0 x 23 mm xience v was implanted. Another xience v was used to cover up the dissection. No additional information was provided.